Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the reported issue of inaccurate diamond tracking could not be reproduced during evaluation at the service facility. The clinical setting also could not be reproduced. Manufacturing records were reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. Therefore, the root cause is inconclusive, but suggests that the cause of the event was likely not attributed to the equipment. No issues were identified during the servicing or functionality testing of the system. A history review of serial number dyavac069 showed no other similar complaint(s) from this serial number.

Event description:
It was reported by the facility that the system is having issues with the sherlock 3cg/diamond software. During two procedures last week there were issues with the diamond green indicator on the EKG. One procedure, the diamond green indicator on the EKG indicated that they are in the correct position, but when verified, it was too short (mid svc). In the other procedure, again there was a diamond green indicator on the EKG indicating that they are in the correct position but when verified it was too long (well into the atrium.) And at times the diamond green indicator will never appear at all.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned.

Event description:
It was reported by the facility that the system is having issues with the sherlock 3cg/diamond software. During two procedures last week there were issues with the diamond green indicator on the EKG. One procedure, the diamond green indicator on the EKG indicated that they are in the correct position, but when verified, it was too short (mid svc). In the other procedure, again there was a diamond green indicator on the EKG indicating that they are in the correct position but when verified it was too long (well into the atrium.) And at times the diamond green indicator will never appear at all.